Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. All other lead measurements were stable and within normal limits. Surgical intervention was performed and after removing the lead from the header and reinserting it the shock impedance measurements were still high and out of range. Visual inspection confirmed that the terminal pin was not fully inserted into the header of the device. Technical services advised to use sterile saline to lubricate the lead. After doing this the terminal pin fully engaged with the header of the device and the shock impedance measurements returned to an acceptable range. The lead remains in service. No adverse patient effects were reported.